Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) was checked the subject device and found that the reported phenomenon was not duplicated. Also, it was found that the output socket was broken. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a colonoscopy examination with the subject device at the user facility, the endoscopic image could not be displayed when an videoscope was connected to the subject device, and also that it was too dark to see the endoscopic image. The videoscope was exchanged with another videoscope, but the image issue could not be resolved. Then, the user facility exchanged the subject device with another light source to complete the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oekg, there was the possibility that the reported event was attributed to the breakage of the output socket, which might be caused by the excessive force or the strong impact applying to the light guide connector part of the output socket, due to the user handling. It was surmised that this breakage of the output socket caused the unstable videoscope connection, resulting in no image or a dark image as reported. If additional information is received, this report will be supplemented.